Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd hypodermic needle precisionglide¿ 3 ml 22 g damage to the needle hub was noticed during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the needle hub was causing air ender the hub instead of suction associate noticed the needle hub was causing air ender the hub instead of suction. Was preventing from drawing blood properly and administering vaccine. Lot. 1244915 event date: (B)(6) 2022. Bd notified date: (B)(6) 2022.

Event description:
It was reported while using bd hypodermic needle precisionglide¿ 3 ml 22 g damage to the needle hub was noticed during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the needle hub was causing air ender the hub instead of suction. Associate noticed the needle hub was causing air ender the hub instead of suction. Was preventing from drawing blood properly and administering vaccine. Lot. 1244915. Event date: 5/9/2022. Bd notified date: 5/11/2022.

Manufacturer narrative:
H6: investigation summary: eleven samples of 3ml luer-lock syringes (p/n 309569) batch 1244915 in sealed package were received and evaluated. A visual inspection performed, no damage observed. A testing was performed, no problem drawing up fluid and no leaks were observed to exist in the syringe or the needle hub. The reported defect was not identified in the samples received; therefore, no corrective actions are necessary. A device history record review was completed for provided lot number 1244915. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.